Event description:
A healthcare facility in the united kingdom reported that on the (B)(6), the patient monitoring system alarmed that a patient had low oxygen saturations which alerted nursing staff to enter the patient's room. The healthcare facility stated that the patient had an oxygen saturation of 78%. The patient was swapped back to bipap niv therapy. The subject device was then replaced and nasal high flow therapy was resumed. A review of documentation by the clinical team at the healthcare facility identified that the patient's oxygen saturation readings were recorded to be 87% at 8:39am, 83% at 8:40am, and recovered to 93% at 8:41am. The clinical team's review concluded that arterial blood gases remained stable throughout the event and there was no further patient consequence. The healthcare facility reported that the pt101 airvo 2 humidifier was found to be switched off when nursing staff attended to the patient. The healthcare facility did not confirm whether the subject device was unplugged or if mains power was lost. The healthcare facility further stated that no alarm from the pt101 airvo 2 humidifier was heard during the reported event. It was reported that further device examination conducted by the healthcare facility's clinical engineering team based on the manufacturer's testing guidance did not reveal any fault with the device. The subject airvo 2 was received at the fisher & paykel healthcare (f&p) regional office in the united kingdom where it was inspected by a trained f&p service technician and the power out alarm functionality was checked. During device evaluation at the f&p regional office in the united kingdom, it was found that the power out alarm of the subject device sounded for less than 120 seconds. This was reported subsequent to a field safety notice informing users of a change to the disinfection kit user manual of the airvo 2 to include a regular test of the power out alarm, to be carried out in between each patient use.

Manufacturer narrative:
(B)(4). D4, g4: pt101uk is not sold in the USA, but it is similar to a product which is sold in the USA (pt101us). The 510(k) for the similar product is k131895. Corrected data: b4, b5, d9, g3, g6, h2, h3, h6. Product background: the pt101 airvo 2 humidifier (airvo 2) is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. It's intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. This was reported subsequent to a field safety notice informing users of a change to the disinfection kit user manual of the airvo 2 to include a regular test of the power out alarm, to be carried out in between each patient use. Method: the subject airvo 2 was received by fisher & paykel healthcare (f&p) in new zealand where it was inspected by a trained f&p investigation engineer. The device was performance tested and the power out alarm functionality was checked. F&p's investigation is based on f&p's evaluation of the subject airvo 2, previous investigations of similar complaints, knowledge of the product, and the information obtained from the healthcare facility. Results: during testing it was found that the power out alarm of the subject airvo 2 sounded for less than 120 seconds. The subject airvo 2 was ran for a continuous period where no unexpected shutdown of the device was observed. The healthcare facility stated that during the reported event, the patient had an oxygen saturation of 78%. The patient was swapped back to bipap niv therapy. The subject device was then replaced and nasal high flow therapy was resumed. A review of documentation by the clinical team at the healthcare facility identified that the patient's oxygen saturation readings were recorded to be 87% at 8:39am, 83% at 8:40am, and recovered to 93% at 8:41am. The clinical team's review concluded that arterial blood gases remained stable throughout the event and there was no further patient consequence. The healthcare facility reported that the pt101 airvo 2 humidifier was found to be switched off when nursing staff attended to the patient. The healthcare facility did not confirm whether the subject device was unplugged or if mains power was lost. The healthcare facility further stated that no alarm from the pt101 airvo 2 humidifier was heard during the reported event. It was reported that further device examination conducted by the healthcare facility's clinical engineering team based on the manufacturer's testing guidance did not reveal any fault with the device. Conclusion: f&p are unable to confirm what may have caused the reported event as the subject airvo 2 was ran for a continuous period where no unexpected shutdown of the device was observed. Based on f&p's investigation, evaluation of the subject airvo 2, knowledge of the product, and previous investigations of similar complaints, the power out alarm of the airvo 2 sounding for less than 120 seconds is due to the aging of component supercapacitors due to unanticipated usage patterns in the field. A review of all-time complaint data has confirmed that globally there have been no events with serious injury or death related to the power out alarm sounding for less than 120 seconds. F&p's investigation found it likely that during the covid-19 pandemic, airvo 2 devices were kept continuously connected to mains power to ensure immediate availability, given the urgency and unpredictability of respiratory deterioration in covid-19 patients. This practice aligns with hospital protocols, which emphasize readiness and rapid deployment of respiratory support equipment in high-acuity settings. The original life testing carried out on airvo 2 devices assumed that the devices were disconnected from mains between therapy sessions and as practices have evolved, this no longer reflects real world usage patterns, particularly during pandemic conditions when device availability was critical and since clinical practices have shifted. F&p's investigation also assessed the manufacturing controls and determined they were sufficient and adequate. In addition, as the root cause pointed to usage in field, no further changes to the manufacturing or supplier processes was deemed necessary. During the manufacturing process, quality control measures ensure each manufactured airvo 2 meets specification. These quality control measures are performed at the end of the final assembly process on 100% of the manufactured units. Any unit that fails any of these tests is rejected. F&p have updated test protocols to specify that test devices be powered 24 hours a day i.e. Worst-case, and f&p expect this change to cover any further unexpected operational deviations or unanticipated changes in usage patterns. This update to f&p's test protocols will be used in any new development or change to the device. Furthermore, an update to the disinfection kit user manual of the airvo 2 was made to include a regular test of the power out alarm, to be carried out in between each patient use. This change was communicated to users through a voluntary field safety notice in (B)(6) 2025. In response to this change, customers are conducting the regular test in between patient use and reporting any failures. The user instruction (ui) of the airvo 2 humidifier states: - "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative." - "the unit is not intended for life support." - "appropriate patient monitoring must be used at all times. Loss of power means loss of therapy." - "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply."

Event description:
A healthcare facility in the united kingdom reported that on the (B)(6), the patient monitoring system alarmed that a patient had low oxygen saturations which alerted nursing staff to enter the patient's room. The healthcare facility stated that the patient had an oxygen saturation of 78%. The patient was swapped back to bipap niv therapy. The subject device was then replaced and nasal high flow therapy was resumed. A review of documentation by the clinical team at the healthcare facility identified that the patient's oxygen saturation readings were recorded to be 87% at 8:39am, 83% at 8:40am, and recovered to 93% at 8:41am. The clinical team's review concluded that arterial blood gases remained stable throughout the event and there was no further patient consequence. The healthcare facility reported that the pt101 airvo 2 humidifier was found to be switched off when nursing staff attended to the patient. The healthcare facility did not confirm whether the subject device was unplugged or if mains power was lost. The healthcare facility further stated that no alarm from the pt101 airvo 2 humidifier was heard during the reported event. It was reported that further device examination conducted by the healthcare facility's clinical engineering team based on the manufacturer's testing guidance did not reveal any fault with the device. The subject airvo 2 was received at the fisher & paykel healthcare (f&p) regional office in the united kingdom where it was inspected by a trained f&p service technician and the power out alarm functionality was checked. During device evaluation at the f&p regional office in the united kingdom, it was found that the power out alarm of the subject device sounded for less than 120 seconds. This was reported subsequent to a field safety notice informing users of a change to the disinfection kit user manual of the airvo 2 to include a regular test of the power out alarm, to be carried out in between each patient use.. Fisher & paykel healthcare (f&p) have requested for further information regarding the reported event and for the return of the subject device. However, no further information has been provided to date. The subject device is in transit to the f&p new zealand.

Manufacturer narrative:
(B)(6). D4, g4: pt101uk is not sold in the USA, but it is similar to a product which is sold in the USA (pt101us). The 510(k) for the similar product is k131895. Fisher & paykel healthcare (f&p) have requested for further information regarding the reported event and for the subject device to be returned for evaluation. However, no further information has been provided to date. The subject device is in transit to the f&p new zealand. F&p will provide a final report upon completion of f&p's investigation. Product background: the pt101 airvo 2 humidifier (airvo 2) is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. It's intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. This was reported subsequent to a field safety notice informing users of a change to the disinfection kit user manual of the airvo 2 to include a regular test of the power out alarm, to be carried out in between each patient use.